Event description:
It was reported that the lead exhibited less than 100 ohms impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed that the proximal and distal insulations were damaged and the lead was squeezed at 21.0 cm from the connector pin. The damaged distal insulation resulted in an intermittent short circuit between the coils which would account for the reported low lead impedance. Other: na.